Event description:
It was reported that at the procedure impedance testing showed a low impedance of 40 ohms on the extension at the combination of 0 and 3. The extension was not implanted and a different product was used. The cause of the impedance issue was not determined. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0uj5l, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the extension, serial #(B)(4), found no anomaly. A known good lead was attached to the returned extension, which was connected to a known good screening cable. The impedances were measured and all were normal on all circuits and electrode pair combinations.